Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had a complete revision on the (B)(6) 2026 because their lead had gone out of place. Patient had a major weight loss and a laser blast on a kidney stone and the combination of those two things made the lead "go wonky". Patient stated they believe this occurred in 2023 or 2024 but was not certain.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jfdl implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.